Event description:
Caller reported a malfunction on their tandem pump, specifically identified as malfunction 199. There was no adverse impact to the customer's blood glucose level. Technical support guided the caller through the process of resetting the pump, which resolved the issue, allowing the customer to continue using the pump without further problems. The caller was advised to reach out again if any malfunction reoccurred, and they acknowledged the instructions provided.